Event description:
Pt experienced a skin burn at the site where the probe was inserted into the right lateral side. Approximately the size of a dime. Xlie semi flex was used for the ablation of a 4.7 cm tumor. Protocol to achieve a 7 cm ablation was followed per the product IFU insert. Temp for the tyne 1 and 6 registered "hi" when xlie was set to 6 cm. Impedance dropped to 3 and then 1. Generator began process of re-heating to 105 c. After the completion of the case, the ir technician noticed that one of the loral locks on the tubing was off and noticed that blood was visible in the tubing from the probe back to the pump. (Images to follow). During the setup the purging of the xlie probe, all tubing was confirmed as functioning properly.